Manufacturer narrative:
UDI: (B)(4).

Event description:
During implant, the ICD was connected with the lead but no measurements were available. A new ICD was used and implanted with no adverse patient consequences.

Manufacturer narrative:
The device was received for investigation. Visual inspection revealed no anomalies. The device was bench tested and the reported event was unable to be confirmed.